Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/11/2020. H.6. Investigation: one photo and three safetyglide needle assemblies in fully sealed blister packs from batch 0008471 (p/n 305917) were received and evaluated. It was observed one of the packages contained a small black foreign matter particle outside the fluid path, loose in the package. The composition of the particle could not be visually determined, which was acceptable per product specification. One of the packages contained a foreign matter fiber outside the fluid path, loose in the package. The fiber appeared to be a strand of hair, which was rejectable per product specification. One of the needle assemblies was observed to be missing a shield, which was rejectable per product specification. Fourier transform infrared spectroscopy was performed on the sample with the unknown particulate. The spectral analysis shows that this material is most likely polyetherimide (a thermoplastic). Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter and missing shield defect are associated with the packaging process. The hair was inadvertently introduced by manufacturing personnel. The missing shield is a result of failure to reject potentially defective pieces.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw had 2 needles without needle caps and 25 had foreign matter. The following information was provided by the initial reporter: china resources received feedback from pharmaceutical co., ltd. When opening the product packaging of 10 21g*1 1/2 in tw safetyglide needle syringes, it found that the product packaging found 2 needles without needle caps and there were hair strands (about 3cm) in the needles. 1 piece, 10 pieces of removable foreign objects in the bag, 6 pieces of non-movable foreign objects in the bag, and 8 pieces of foreign objects outside the bag. The company requires a written report with an official seal, please give feedback in time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw had 2 needles without needle caps and 25 had foreign matter. The following information was provided by the initial reporter: (B)(6) resources received feedback from pharmaceutical co., ltd. When opening the product packaging of 10 21g*1 1/2 in tw safetyglide needle syringes, it found that the product packaging found 2 needles without needle caps and there were hair strands (about 3cm) in the needles. 1 piece, 10 pieces of removable foreign objects in the bag, 6 pieces of non-movable foreign objects in the bag, and 8 pieces of foreign objects outside the bag. The company requires a written report with an official seal, please give feedback in time.